Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during creation of an arteriovenous fistula (avf), there was alleged difficulty achieving proximal magnet alignment when the catheters were delivered to the target ulnar vein/ulnar artery endoavf site. It was further reported that the ulnar vein and ulnar artery were large in size than the diameter of the catheters. Therefore, some external pressure on the arm at the location of the magnets and device activation was required to aid them into coming closer together. Reportedly, the fistula was created as planned. There was no reported patient injury.